Event description:
It was reported that during use, the left side eyelet of the tube broke, it was split and the tapes came out of the eyelet. The tracheostomy was secured by the child and his carriers while a new tracheostomy tube was inserted with no issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.